Event description:
Breast implant illness symptoms starting 3 months after getting implants. Symptoms: food sensitivities, brain fog, hair loss, joint pain, auto immune ra factor positive, anxiety, severe depression, fatigue, multiple areas of tendinitis, gerd, perimenopause, sleep disturbances, heart palpitations, tachycardia, ibs, night sweats, weight. Had to have them removed on (B)(6) 2020. FDA safety report ID# (B)(4).